Event description:
A male with a history of right side hemiplegia (uses wheelchair), dementia, and mild aphasia had a stent placed in the left carotid artery. The vessel was described as having mild calcification and vessel tortuousity with a 70% stenosis. Of note, after post-dilatation, blood flow was reported to have slowed but no treatment was provided. After the procedure, it was noted that the pt's pre-existing hemiplegia and aphasia symptoms had increased. (The pt could move right lower limb, but could not move right upper limb at all). Absence of an intracranial hemorrhage was confirmed by CT and post stenting angiography revealed nothing abnormal. It is unk if add'l treatment was provided.

Manufacturer narrative:
Per lake region report: cordis corporation reported no prod is expected to be returned to lake region medical for eval; however, a copy of the investigation request including lot traceability was provided. Without the return of the actual device in question for eval, lake region medical is unable to determine the exact cause for this incident. Lake region medical did review the device history records relative to the mfg, inspecting and packaging of lot 04997343, which corresponds to cordis lot # 70408507. This packaging lot contained a total units, which were shipped from lake region medical on may 9, 2008. The history records indicate this prod was final inspection tested at lake region medical and was determined to be acceptable. Although the pt presented with pre-existing symptoms the increase in the detectability and worsening of these symptoms cannot be disassociated from the procedure. Tia and stroke like symptoms are well-known documented potential complications of this type of procedure and are listed in the IFU as such. Factors that may have influenced the event include pt, procedural, pharmacological and lesion. However, there is not enough info to draw a clinical conclusion between the device and the event.